Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the heparin prefilled syringes. The customer reports "after using the solution the pt experienced nausea, abdominal pain and blood pressure "bottomed out". Pt was taken to the hospital and treated for an allergic reaction. Pt is still in the hospital."

Manufacturer narrative:
Submit date (B)(4) 2008. An investigation is currently underway. Upon completion, the results will be forwarded.